Manufacturer narrative:
Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the us and is indicated for the treatment of hypervascular tumors and avms. Loading dc bead with epirubicin is considered off-label use. The administration of dc beads into the cystic artery led to the necrotizing cholecystitis, abdominal pain and fever. Abdominal pain, fever, non-target embolization and cholecystitis are anticipated adverse events associated with dc bead. Abdominal pain and fever are non serious events. The non-target embolization leading to necrotizing cholecystitis is a serious event that required surgical intervention. The non-target embolization is considered user error. The product IFU does not direct device dilution beyond the use of a contrast agent, therefore, without further detail from the reporting physician, it is unknown what role the dilution played in the adverse event. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Follow up information was requested, but the information provided to btg did not contain any relevant information. Should we receive any information to enable further investigations, a follow-up report will be submitted. At this time, this report is considered final.

Event description:
On (B)(6) 2015, a (B)(6) male was treated for hcc with tace in the hepatic artery a2 with a 10-fold dilution of dc bead (100-300 microm) 20 ml loaded with 50 mg of epirubicin hydrochloride (off-label use). During tace, inflow of dc bead into the cystic artery was noted. Concomitant drugs reported: epirubicin hydrochloride, hydrocortisone sodium succinate. On (B)(6) 2015, the patient presented with pyrexia (fever) and upper abdominal pain. Necrotizing cholecystitis was suspected on computed tomography (CT). Emergent cholecystectomy was performed. On (B)(6) 2015, the patient recovered from the necrotizing cholecystitis. The physician assessed the non-target embolization and necrotizing cholecystitis as probably related to dc bead.